Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) is beyond elective replacement indicator (eri) three years post implant. Boston scientific technical services (ts) discussed that the approximate time for explant is less than three months. Ts discussed to continue normal device follow-up and monitoring. This device remains in service. No adverse patient effects were reported. Additional information indicated that the device already reached elective replacement indicator (eri) but when checked a week after prior to generator change, the device showed 5 months remaining after the outputs are lowered. Physician postponed the generator change to have the procedure at the larger hospital.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) is beyond elective replacement indicator (eri) three years post implant. Boston scientific technical services (ts) discussed that the approximate time for explant is less than three months. Ts discussed to continue normal device follow-up and monitoring. This device remains in service. No adverse patient effects were reported.